Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the affiliate via phone that during a knee arthroscopy the 4580 fms duo+ pump/shaver combo -ns was not proving enough suction or not suction at all. The procedure was completed with another device. No patient consequence and no surgical delay was reported. No additional information was provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary :the complaint device was received at the service center and evaluated. It was reported that the outflow was not providing enough suction or no suction at all. Per service manual operational and diagnostic, the reported failure was confirmed. During evaluation, it was identified that the flow in the pump was inadequate which producing a suction failure. Therefore, the tubing duo+ after sales and the connector threaded were installed. Besides, it was found a physical damaged. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The root cause of the suction failure can be related to the lack maintenance; as well as physical damaged possible attributed to user mishandling. However, it cannot be conclusively affirmed. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.